Event description:
Shortly after beginning use of the remi night guard, I noticed significant discomfort in my jaw, which progressively worsened over time. Instead of alleviating tension, the night guard caused heightened discomfort in my temporomandibular joint (tmj). The pain extended to my jaw muscles and surrounding facial area, making it difficult to open and close my mouth. Prior to using the remi night guard, I did not have any diagnosed tmj issues. However, the persistent pain from wearing the guard led me to seek medical attention from a tmj specialist. After wearing the mouth guard for 2 weeks, the pain became unbearable, forcing me to consult a tmj specialist. The specialist diagnosed me with aggravated tmj dysfunction, attributed to the ill-fitting night guard. I ceased using the remi night guard on the advice of my tmj specialist. Since then, I have been undergoing treatment for tmj, including physical therapy and adjustments to my bite, which have incurred significant medical expenses. The pain caused by the night guard affected my ability to speak, eat, and function normally throughout the day. I have incurred additional medical expenses, including specialist consultations, diagnostic imaging, and ongoing therapy for tmj relief.